Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 385 mg/dl, 177 mg/dl and 140 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.